Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pocket erosion was observed during follow-up in clinic. The pocket was opened, cleaned and swabbed with antibiotics. The pulse generator was relocated to a new pocket. The patient was stable before, during and after the procedure.